Manufacturer narrative:
A review of the manufacturing paperwork has been conducted.

Event description:
Articles will be published on pts who underwent treatment of traumatic aortic transections and acute type b dissections with the gore tag thoracic endoprosthesis. Post-operatively, these pts presented with device compression. The pt captured in this event was treated for a traumatic aortic transection with a gore tag thoracic endoprosthesis on (B)(6), 2006. In (B)(6) of 2009, f/u angiography showed a healed aortic injury, but poor apposition of the endograft to the aortic arch. The pt was reportedly asymptomatic at this time. In (B)(6) of 2009, f/u imaging showed device collapse. It was reported the pt presented with complete bilateral lower extremity motor and sensory loss and bowel incontinence. On (B)(6), 2009, an intervention occurred whereby an additional gore tag thoracic endoprosthesis was implanted for proximal extension. This procedure reportedly resolved the collapse with the previously implanted device, and the pt had a full neurologic recovery. However, a lack of apposition to the aortic wall was identified with newly implanted gore tag thoracic endoprosthesis. On an unk date, a conversion was performed whereby the two gore tag thoracic endoprostheses were explanted, and the distal aortic arch and proximal descending aorta were replaced with an interposition tube. The pt tolerated the procedure. Additional info has been requested.